Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device did not charge on the beta bionics charging pad, presenting a blinking blue indicator on the pad with no charging indication on the device, and charging was subsequently restored after an ilet restart; a separate report of device housing delamination was noted, and replacement of the ilet and charger was arranged. Symptoms included no adverse clinical effects and no changes in blood glucose reported. Outcomes included the user transitioning to backup therapy due to low remaining battery prior to successful charging, with no medical intervention or hospitalization. Investigation included technical troubleshooting and customer confirmation of correct charging setup, alternative outlet testing, and charger interference checks. Investigation of this case revealed normal charger function with the replacement ilet and that the original issue was attributable to the ilet not initiating charging until after a restart. It was concluded that the event involved a device charging failure attributable to the device, with resolution following device restart and replacement, and no patient harm.